Event description:
Healthcare professional reported infection against right side device. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: weight to the spec and crease flat. Voids was observed after autoclave disinfection process. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process. The event of infection (early onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (early onset).

Event description:
Healthcare professional reported infection against right side device. Healthcare professional later reported "rupture and discomfort related to device, and "bubbles". Device has been explanted.

Event description:
Healthcare professional additionally reported rupture

Manufacturer narrative:
Reason for reoperation: rupture.